Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient revised due to adverse tissue reaction to metal debris, corrosion and resultant metal ions.

Event description:
Allegedly, patient revised due to adverse tissue reaction to metal debris, corrosion and resultant metal ions.